Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After the end of the procedure, the patient experienced low blood pressure and a cardiac effusion visualized by ultrasound requiring a drainage. The root cause of the issue was not identified with certitude (no surgery was needed) but according to the physician, it could be from radio frequency (rf) shots in the coronary sinus. The physician's opinion on the cause of the adverse event was the procedure. No steam pop was evident. No error messages observed on biosense webster equipment during the procedure. The patient improved/recovered; however, required extended hospitalization (48 hours for patient monitoring).